Manufacturer narrative:
Medtronic received notification of a literature article entitled: "impending rupture of abdominal aortic aneurysm due to spontaneous obstruction of aortocaval fistula after endovascular abdominal aortic aneurysm repair" tsuyoshi fujimiya, md, phd, yuki seto, md, phd, keiichi ishida, md, shinya takase, md, phd, hirono satokawa, md, phd, and hitoshi yokoyama https://doi.org/10.1016/j.jvscit.2021.02.002. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft system was implanted in the patient for the endovascular treatment of an aaa with acf. At 2 months after evar, computed tomography (CT) showed a type ii endoleak from the inferior mesenteric artery (ima) and persistent communication between the aneurysm and inferior vena cava. The patient was discharged 50 days after emergency evar because of shrinkage of the aneurysm sac (the maximum transverse diameter had decreased from 78 to 61 mm). 4 months post procedure it was reported the patient presented emergently with acute abdominal pain and was transferred to the emergency room. Hepatorenal failure and right-sided heart failure was observed it was also reported the aneurysm diameter had increased from 61 to 76 mm and manifestation of the type ii endoleak via the ima from the meandering mesenteric artery by spontaneous obstruction of the acf ligation of the ima with a transperitoneal approach under median laparotomy was performed to resolve the event. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: the index procedure was completed on (B)(6) 2017. It was reported that the adverse events were not product-related. Section d information references the main component of the system. Other relevant devices are: etlw1616c93ej; s/n: (B)(6); use by date: 2019-10-05; upn # 00643169268166, etlw1620c124ej; s/n: (B)(6); use by date: 2019-06-26; upn # 00643169268173, etlw1616c124ej; s/n: (B)(6); use by date: 2019-07-24; upn # 00643169268128, etlw1610c124ej; s/n: (B)(6); use by date: 2019-10-04; upn # 00643169268029, etcf2323c49ej; s/n: (B)(6); use by date: 2018-09-27; upn # 00643169268128. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.